Event description:
It was reported that after the cardiomems implant procedure was completed the patient had hemoptysis. The hemoptysis resolved without intervention. A CT scan was performed but the source of the bleeding was not identified. The physician believes the cause of the hemoptysis was the non-abbott guidewire. The patient was hospitalized post implant for monitoring and has since been discharged.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause is inconclusive. No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.